Event description:
Customer alleged an undosed blood glucose result of lo, which on the active system indicates a result of less than 10 mg/l, was obtained on the active system. The customer had not yet applied blood to the strip. Customer did not report symptoms treatment or action based on the alleged undosed result. No serious adverse event was reported in relation to the alleged malfunction. Replacement product sent; product return requested.